Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal gablofen 2,000 mcg/ml at 810 mcg/day. The lot number was not available. The patient was taking oral baclofen, a blood thinner, and a diuretic medication at the time of the event. The patient experienced a return of spasticity and increased spasticity on approximately (B)(6) 2016. There was a suspected catheter issue, and the pump and proximal portion of the catheter were replaced on (B)(6) 2016. The catheter was found to have good flow upon cutting the catheter distal to the connection between the pump connector and the intrathecal component. The issue was resolved at the time of the report, and the patient's status was alive with no injury. Additional information was requested to determine what diagnostics were performed in relation to the increased spasticity; however, this information was not known by the representative.

Manufacturer narrative:
: Analysis of the catheter revealed sc connector tear in seal near guide ring. Corrected information: conclusion code and results code no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.